Manufacturer narrative:
The (B)(6) 2019 admission was reported in MFR report # 2916596-2019-05457. The (B)(6) 2020 admission was reported in MFR report # 2916596-2020-02711. The (B)(6) 2020 admission was reported in MFR report # 2916596-2020-02712. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-02566. It was reported that the patient passed away on (B)(6) 2020 after what appeared to be exsanguination. It was reported that the patient had been experiencing gastrointestinal bleeding for some time along with outpatient transfusions when necessary. Wafarin was discontinued after it was determined that there were no interventions possible via endoscopy. The patient was found at home by a family member with the controller backup battery completely depleted. The pump will not be returned for evaluation. It was reported that the controller will not be returned for evaluation. The patient had multiple admissions for chronic anemia and gi bleed starting (B)(6) 2019, (B)(6) 2020. An egd and colonoscopy revealed hiatal hernia with cameron's erosions. In pill capsule study (B)(6) 2019, no active bleed was noted. Patient symptoms include chronic anemia, and melena requiring packed red blood cell transfusions. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Serial # and device manufacture date: corrected information. Manufacturer's investigation conclusion: a specific cause for the reported event and patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. Additionally, the reported full depletion of the external and backup batteries could not be confirmed through this evaluation as no log files were submitted for review. The account communicated that the patient expired (B)(6) 2020 due to what appeared to be exsanguination; although additional information reported via the patient outcome indicated that the cause of death was cardiac arrest. Anticoagulation had been discontinued due to a history of gi bleeding. The patient was reportedly found at home by her sister with the external and backup batteries completely depleted. The patient¿s death was not considered to be device-related and the device was believed to have been operating as expected. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation as an autopsy was not performed. The hm3 lvas IFU lists bleeding and myocardial infarction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. The IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.